Manufacturer narrative:
The event date listed on b3 is reflective of the time zone of the country of the event. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level and high level of ketones; cause was not known. A healthcare provider identified the ketones as dangerous. Customer delivered a correction bolus via the pump to address the bg. The customer was taken to the hospital and received intravenous fluids and insulin as treatment. No issues were observed with the cartridge, insulin, infusion set tubing or infusion set cannula in use at the time of the event. The customer was released on (B)(6) 2024, with the issue resolved and no permanent damage sustained.